Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. They changed everything out. Troubleshooting was performed. They ran a 5.0 unit fixed prime and insulin exited. They tried to push insulin with the plunger. Insulin did not exit with the plunger push. It was explained that the infusion set may be occluded. The customer¿s last blood glucose was 400 mg/dl. They treated with a manual injection. The device will not be returned for analysis.